Manufacturer narrative:
There were no samples returned for evaluation; therefore, the condition of the product could not be verified. A product history record could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined. (B)(4).

Event description:
A surgeon reported increase in bubbles when using vitreous probes during surgeries. The bubbles become larger when rotating the probe from one hand to another. The procedures were completed without consequences or impact to the patients.